Manufacturer narrative:
The mcs instrument and tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument and tip cover accessory are returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the nurse observed that the mcs tip cover accessory installed on the monopolor curved scissors (mcs) instrument was torn. Additional examination performed by the nurse after the instrument was removed, revealed that both the tip cover accessory and mcs instrument exhibited burn marks. The planned procedure was completed with a replacement instrument and no patient harm, adverse outcome or injury was reported. The following med watch report was also sent to the FDA regarding the mcs tip cover accessory used in conjunction with the mcs instrument: 2955842-2010-00310

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system (performed and completed on (B)(6) 2010), "it may have been [placed] a bit tight." The plastic sheathing did not come off easily after one leader loop was cut and the mesh "seemed to draw tighter when they pulled [it] through." Following the procedure (event date unknown), the patient was reported to have "difficulty voiding, high amount of residual volume." The physician implanted a straight catheter. Following the implantation of the straight catheter, the patient is "voiding a little bit" and "feeling slightly better." The physician is currently monitoring the patient and is waiting to see if the issues resolve before planning any further intervention.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and mcs tip cover accessory were returned and evaluated. Per the customer reported complaint, engineering observed that the mcs instrument with the tip cover accessory installed has an arc trac through the tip cover accessory at the tube extension and main tube connection point, indicating that an arcing event occurred. The mcs instrument also exhibits charing and melted material. No other damage was found. Refer to follow-up MDR (001) 2955842-2010-00310 regarding the evaluation results of the returned mcs tip cover accessory.